Event description:
Additional information was received that the valve was explanted due to endocarditis and cardiogenic shock.

Manufacturer narrative:
Updated data: a4 b5 h6. Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Insufficient information received to reasonably suggest that the device caused/contributed to a reportable event. Valid scientific evidence supports no valve-related cause for endocarditis where implant time exceeds two months. Ref: 21 cfr 803.20 (c) (2), and interventional and surgical cardiovascular pathology, isbn 0-7216-2457-x, p. 38 and p. 142. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 2 years and 10 months following implant of a transcatheter valve, the valve was explanted. A medtronic surgical aortic valve was subsequently implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.